Event description:
An amc drive related issue was reported to philips, possibly preventing geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.